Event description:
I noticed that many expired medical tests are being sold on (B)(6). For example, this item: (B)(6) is an (B)(6) test clearly marked as expiring in january 2015 and thus offered "at a discount." Please take action against those who put consumers at risk by intentionally selling expired medical tests. Thanks!